Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: tyoe of investigation codes were added: 4109, 4110, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310 and 4315. H10: narrative/data was updated. An imp,tsv,mcol mg,4.1mm,13m (tsvm4b13) was returned for investigation. Visual inspection of the as returned product identified no damage. The returned device was measured with a caliper and verified to match DHR specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review was completed for the subject lot number (1233547). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1233547) for similar event (medical : pain) and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is patient factor with implant material rejection; allergies, sensitivity. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient called with pain, indicating the pain started two days after the implant was placed. On (B)(6) 2020, patient returned to the office stating the pain and swelling has worsened. Implant was removed. Purulent drainage obtained.